Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior colporrhaphy, enterocele repair, extraperitoneal sacrospinous colpopexy and cystoscopy. It was reported that patient underwent mesh revision/incision of the vaginal stitch causing vaginal tension and vaginal pain on (B)(6) 2015 due to vaginal pain with a tight cord tension on the anterior vaginal wall and likely a deep stitch from the previous repair. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to pop. It was reported that following insertion the patient suffered and continues to suffer severe and permanent personal injuries including, but no limited to mesh failure, recurrent incontinence, vaginal pain and rectal problems. No additional information was provided.